Manufacturer narrative:
(B)(4). Product was returned in used and damaged condition. This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections during the mfg process and again, prior to transport. In addition, each pmg wire comes with an attached caution label, which illustrates; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." An examination of the returned wire confirmed the absence of the distal weld which allowed the wire to elongate and separate. In previous complaints, we have found possible causes to include damage to the wire guide associated with withdrawal through the needle (per warning label) or other instrument such as the catheter. Less frequently, pt anatomy makes advancement and/or withdrawal of the wire guide difficult resulting in separation when the force exceeds design specification. Root cause in inconclusive. We will continue to monitor for similar events.

Event description:
Cope mandril guide wire has broken when user tried to pull out. Add'l info provided (B)(4) 2013: an examination of the device by territory sales mgr stated the device has not been broken but the guide wire has been just stretched when user tried to pull out. Any foreign body, which is came from the stretched part of device, was not remained in the pt body. Therefore, the intervention did not need for this time. Brief description should be changed as "cope mandril guide wire has been stretched when user tried to pull out." Updated info by the MFR on (B)(4) 2013: based on an examination of the returned product ((B)(4) 2013) it seems the coil has elongated, separated and breakage is present. Therefore, this was changed to a reportable event.